Event description:
Per the audiologist, the patient was hospitalized 45 days after surgery (date not provided) due to an infection. Explant/reimplant surgery is planned but had not been scheduled at the date of this report, 2008.